Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a knife was dull and could not cut during surgery. An alternate knife was obtained in order to perform the procedure. There was no impact to the patient. Additional information is not available for this report.

Manufacturer narrative:
Additional information is provided. One opened knife sample was received in a blister for the report of being dull. The returned sample was visually inspected and was found to be conforming. The sample was then functionally tested for penetration and was found to be conforming. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. As the returned sample was found to be conforming, a dull knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knife was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).